Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies in the returned sample. Functional testing performed using a syringe for introducing water in the received sample in order to verify any leakage. No discrepancies were found in the retuned samples by customer. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that blood drawing procedure is interrupted when using the device to draw blood from an IV catheter through an extension set. No patient injury was reported.